Event description:
It was reported that during implant, the physician was unable to insert a stylet for slitting the lead coronary sinus canulating system. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and all conductors were distorted. It was noted that the lead appeared to have been damaged at implant.